Event description:
Boston scientific received information that this system was exhibiting increased shocking impedance measurements which exceeded 125 ohms. Additionally, anti-tachycardia pacing (atp) therapy had been delivered for ventricular tachycardia (vt). Fluoroscopy did not reveal a lead fracture. Therefore, a revision procedure was performed and this lead was removed from service and replaced. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The lead was returned for testing and this product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. The reported clinical observations could not be confirmed as electrically, the lead segments were confirmed to be continuous. No other adverse events have been reported. This product issue will be updated if additional information is received.